Manufacturer narrative:
No lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending and analysis is performed monthly per pr-00023, where a cross-functional team meets to review complaint trends, medical device reports (B)(6), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that her tampon string broke/pulled out upon removal and tampon pieces remained inside of her. She also reported that the product leaked. She was 90% confident that she was able to remove the remaining pieces. There have been 3 attempted contacts to reach the consumer, but we have not been successful. It is unknown if the consumer had gone to the doctor or not.